Manufacturer narrative:
The evaluation of the returned pump revealed a pink, soft deposition on one of the rotor blades. There was no evidence of lamination or denaturing, which suggests that the deposition did not develop in this location; however, the evaluation could not conclusively determine the specific origin of the deposition nor the duration of its presence in the pump. The deposition could have potentially contributed to the reported elevation in the patient¿s lactate dehydrogenase level. The depositions could have also created additional resistance on the spinning rotor, which would have contributed to the reported pump power elevations. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from this testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device: 3 months. The device was returned for analysis. Evaluation is not complete. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient received a pump exchange on (B)(6) 2016. The pump was exchanged due to suspected thrombus. The patient had experienced elevated lactate dehydrogenase as well as elevated powers and flow. No additional information was provided.